Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore a device analysis could not be performed. The service history revealed no repetitive failures, no workmanship or process issues, and no similar complaints related to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a hernia coincident with peritoneal dialysis therapy. The cause of the hernia was not reported. On the same day as the event onset, the patient was hospitalized for the hernia. Treatment details of the event were not reported. Dianeal therapy remained ongoing. Two days after admission, the patient was discharged from the hospital. At the time of this event, the patient is recovering. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.